Event description:
The clinician reports the implant was inserted (B)(6)2018 in fdi 26. On (B)(6)2019, non-osseointegration was verified. Patient presented with bone type IV, poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. Atthe event the patient experienced: mobility. No further patient complications were reported.